Manufacturer narrative:
(B)(4). Batch # n91f9c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken. Changed to another one to complete surgery. It is unknown if the broken pieces were left in patient. There was no patient consequence reported for now.